Event description:
It was reported that the device longevity was not as expected in regards to how the device was programmed and having had no excess shocks. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device performance data collected from the device was analyzed and revealed pre/approaching elective replacement indicator. Last battery voltage measurement was 2.65 volts on (B)(6) 2010, approximately 37 months after implant. The device was returned and analyzed. Primary analysis revealed that battery depletion was normal.